Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image displayed was due to the faulty patient board set. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the evis lucera elite video system center would not recognize a 260 endoscope. The issue occurred during reprocessing after a diagnostic procedure. There was no patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was no image issue displayed to due failure of the circuit board. This report is being submitted to capture this reportable malfunction which was identified during the evaluation.